Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. Technical services (ts) was consulted, discussed the ra lead is programmed to higher voltage which suggests the ra lead anomaly may have been known. Ts discussed the device appears to be functioning as programmed. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).